Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system ver. 3 on a cobas e 411 immunoassay analyzer. The sample initially resulted in an hcg value of < 1.0 miu/ml with a data flag and this value was reported outside of the laboratory. The doctor questioned the value based on the clinical picture of the patient. The sample was poured into an aliquot tube and repeated twice, resulting in values of 154.3 miu/ml and 142.7 miu/ml. The value of 142.7 miu/ml was deemed correct. The hcg reagent lot number was 62829301, with an expiration date of 31-oct-2023.

Manufacturer narrative:
Na.

Manufacturer narrative:
There were no alarms on the last calibration performed on (B)(6) 2022. The customer stated that controls were acceptable prior to the event. Upon review of the alarm trace, an insufficient sample volume error and a clot pipetting error occurred. These are indicators of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined.